Manufacturer narrative:
An isi technical field specialist (tfs) was dispatched to the facility and was able to reproduce the reported failure. The tfs checked the touchpad to see if there were more than 20 surgeon names stored in the ergo memory and there were 41. After the tfs removed some of the names, the system functioned per specifications. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted surgical procedure, the touchpad was not recognizing when the surgeon name was selected. The surgeon was instructed by the intuitive surgical inc. (Isi) technical representative to attempt selecting another name, however, the touchpad kept locking up. The isi technical representative attempted troubleshooting but was unsuccessful and instructed the surgeon to use another console to complete the procedure. There was no report of patient harm, adverse outcome or injury.